Event description:
It was reported that a merlin transmission showed high, out of range, lv pacing lead impedance. The patient was stable and will be monitored via merlin.net and will return to clinic in 6 months.